Event description:
Toward end of the pt's surgery, an attempt was made to perform internal defibrillation. Defibrillator would not discharge. It was noted that defibrillator was not plugged in, so it was plugged into a/c; however, still did not discharge. This monitor is not equipped with a battery eliminator board. Evaluated by biomed who determined battery was depleted and once battery replaced monitor and defibrillator tested okay. None of or staff remember seeing low battery indicator on the screen and nobody knows how long defibrillator has been unplugged. A defibrillator from the or suite next door was brought in and used successfully however this pt died.